Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system order was not crossed over the station. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a placeholder account was created because order messages were received before the admit message, and the merge did not occur due to a mismatch in the medical record number (mrn). A technical support specialist logged into the server and confirmed that the admit status was unknown and the visit type was placeholder. The specialist followed knowledge article (ka) "orders not showing (placeholder)" and sent an email to the customer with instructions to verify the correct mrn, request the admissions team to resend the admit message using the correct mrn, discharge the incorrect mrn from the adt system, and check if orders appeared in the correct patient profile. The customer was advised that orders may need to be reverified if they do not reflect properly. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system order was not crossed over the station. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.